Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient stated that prior to this event, there were no issues. No additional patient or event information is available.